Event description:
A customer reported that their adc device would not turn on with the button pressed or with the strip inserted. As a result, the customer experienced symptoms described as ¿legs aching, eyes¿, sweating, weakness, and a seizure and was unable to self-treat. The customer had contact with a healthcare professional who provided gluco-gel for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.